Event description:
Same case as MFR# 600093-2006-02326. It was reported that a post index procedure, the pt had a target vessel revascularization (tvr) due to in-stent restenosis (isr). The pt presented with a positive echocardiogram for the index procedure. The index procedure treated 2 target lesions. Target lesion 1 was a de novo lesion in the distal right coronary artery (rca). The vessel was 3.1 mm wide, 12.7 mm long, 94% stenosed, and without calcification and tortuousity. The physician predilated the lesion prior to placing a 3.0 x 20 mm taxus express2 drug eluting stent. Residual stenosis was 0%. Target lesion 2 was a de novo lesion in the proximal rca. The vessel was 3.7 mm wide, 15,6 mm long; and 82% stenosed. The physician direct stented the lesion with a 3.5 x 16 mm taxus express2 drug eluting stent. Residual stenosis was 0%. The pt rec'd aspirin, plavix, and a gpiib/iia inhibitor during the procedure. The pt discharged one day later on aspirin and plavix. On day 290, the pt presented for a stress test after complaining of breathlessness. ECG revealed non specific st changes and echocardiogram was consistent with ischemia in teh inferior wall and septum. Angioplasty was performed on day 295 to the mid and distal rca. A 3.0 x 12 mm taxus stent was advanced, but would not cross the previously placed proximal stent. A new wire was placed and the 3.0 x 12 mm stent was placed in the distal vessel. After some difficulty of passing the bend in the proximal stent, a 3.5 x 24 mm taxus stent was deployed in the mid rca. The events were considered resolved the following day, and the pt was discharged on aspirin and plavix. In the opinion of the physician, there is a probable relationship between the tvr and taxus stent.

Manufacturer narrative:
H6: a unit has not been returned for review therefore a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this particular batch namely top assembly batch #7514344 found that the device met its material, assembly and product specifications, at the time of release to distribution. These complaints are trended on a monthly basis. The root cause cannot be determined.